Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was 849 mg/dl at the time of incident. Customer was treated with an insulin drip and an IV of fluids for their high. The customer stated they were wearing the insulin pump at the time of hospitalization. The customer also reported they were hospitalized in three separate events due to bent cannulas. Customer also reported they experienced diabetic ketoacidosis in these three hospitalization events. The customer reported one of the hospitalization occurred on (B)(6) 2015 and their blood glucose was over 900 mg/dl. The customer stated they were vomiting, nauseated and dizzy from their high blood glucose during this time. Customer was treated with an IV drip and fluids during this time. The customer also reported a 911 call on (B)(6) 2015 for high blood glucose. The customer's current blood glucose was 92 mg/dl. The customer declined to return the insulin pump.